Event description:
Patient's representative reported "pain, tension and heaviness in the breasts. The tissue was very hard and the breast was deformed. Patient was diagnosed with capsular contracture baker grade iii-IV. During the explant surgery, capsular contracture baker grade ii-iii and rupture of the right device, as well as mammaptosis, formation of striae, as well as distension, prolapse of the bilateral nipples and device rippling¿, and ultrasound showed ¿two silicone-loaded lymph nodes in the right axilla with typical hyperechoic images and dorsal acoustic shadows¿. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii; "two silicone-loaded lymph nodes in the right axilla with typical hyperechoic images and dorsal acoustic shadows"; rupture.

Event description:
Patient's representative reported "pain, tension and heaviness in the breasts. The tissue was very hard and the breast was deformed. Patient was diagnosed with capsular contracture baker grade iii-IV. During the explant surgery, capsular contracture baker grade ii-iii and rupture of the right device, as well as mammaptosis, formation of striae, as well as distension, prolapse of the bilateral nipples and device rippling¿, and ultrasound showed ¿two silicone-loaded lymph nodes in the right axilla with typical hyperechoic images and dorsal acoustic shadows¿. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Event description:
Patient's representative reported "pain, tension and heaviness in the breasts. The tissue was very hard and the breast was deformed. Patient was diagnosed with capsular contracture baker grade iii-IV. During the explant surgery, capsular contracture baker grade ii-iii and rupture of the right device, as well as mammaptosis, formation of striae, as well as distension, prolapse of the bilateral nipples and device rippling¿, and ultrasound showed ¿two silicone-loaded lymph nodes in the right axilla with typical hyperechoic images and dorsal acoustic shadows¿. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma-ndr: not applicable as the event is non device related. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.